Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. D1 brand name.

Event description:
The complainant reported a patient, ethnicity unknown, noted as a very complex high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported prior to the procedure that the patient was in cardiac arrest in the intensive care unit. The patient was reportedly stabilized and the impella implanted, and a successful revascularization of the arteries was performed which was reported to have improved the patient¿s condition. However, the impella was explanted at the end of the revascularization due to the risk of leg ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.